Event description:
The drill bit broke off in the pt.

Manufacturer narrative:
Examination was not possible, as the instrument was not returned. The investigation could not verify or identify any evidence of product error/contribution to the reported event with the info available. A two-year complaint database search finds no other reported fractures for this product code, and only one other report of any kind is identified. No trend for failure identified. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.